Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. It was noted that the shock impedance measurements were gradually increasing. Additionally, this ICD was suspected of providing inappropriate anti-tachycardia pacing (atp) and delivering an inappropriate shock. This ICD was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. This ICD has not returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.